Manufacturer narrative:
(B)(6). The device has not been returned and it is reported that it will not be returned. Due to the device not being returned, we are unable to determine what may have caused the user to experience the reported incident. No further investigation is necessary at this time. (B)(4).

Event description:
It was reported that post surgery, the patient felt an unusual subacromial impingement and pain. MRI confirmed that the anchor was loose in the subacromial space. The initial surgery was on (B)(6) 2015. There was a reported revision surgery on (B)(6) 2015 for removal of the material. During the revision surgery there was confirmation of bone wrenching. Reportedly, the patient did not experience any fall or other trauma following the primary surgery that might have contributed to the anchor loosening.